Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy (ladg), bleeding occurred from the fired site when the device was fired on the blood vessel of the patient side. The doctor tried to stop the bleeding but the blood vessel was damaged and the bleeding occurred furthermore. Eventually, the procedure was converted from a laparoscopic procedure to an open procedure. Ligation was performed to stop bleeding with a suture. The amount of the bleeding was unknown. Blood transfusion was not required.